Manufacturer narrative:
The investigation into the high purge pressure issue has been completed. The pump was returned for investigation. The purge system was obstructed. No data logs were returned. The product was inspected, and biomaterial was found blocking the purge gap. The pump was run in the lab after soaking and high purge pressure was not reproduced. The root cause of the high purge pressure was most likely the biomaterial that blocked the purge gap during support. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ e.1 address line 1 and 2 was revised as it was entered previously incorrectly on manufacturer device report number 1220648-2024-10661. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-10661 and should not have been. G.1 revised manufacturing site name and address section as previously entered incorrectly on manufacturer device report number 1220648-2024-10661. H.6 code 3012 was reported incorrectly on manufacturer device report number 1220648-2024-10661. A new code has been added to medical device problem codes. H.10 additional manufacturer narrative instructions for use were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-10661 was submitted.

Manufacturer narrative:
The impella device was received from the customer on 01-may-2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella 5.5 support for 65-year-old male patient, the purge system was obstructed. There were no kinks noted in the purge line. The patient's acts (activated clotting time) were between 160/180. The pump's p-levels were reduced but the issue was not resolved. When the device was explanted, part of the heart muscle was around the motor house. The patient was stable post explant.